Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of death is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. H6 correction: health effect - clinical code 4582 removed; 4454 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional patient effects and malfunctions reported in the article are captured under separate medwatch report. B2, b3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled, "vascular complications and bleeding after transfemoral tavr with surgical versus percutaneous approach: a contemporary prospective study".

Event description:
This event is from a prospective study comparing the results of the use of surgical closure (sc) versus percutaneous closure (pc) with two proglide devices in the pre-close technique used to close common femoral artery access sites in transfemoral transcatheter aortic valve replacement procedures. Major and minor vascular complications were not significantly different between the two groups. Major and minor complications for proglide closure include superficial and retroperitoneal hematoma, pseudoaneurysm, arterial rupture, ischemia, major and minor bleeding, arteriovenous fistula, prolonged hospitalization, and death. In some patients, hemostasis was not achieved with the use of two proglide devices. Per the proglide instructions for use, other proglide devices were deployed to achieve hemostasis. However, other patient¿s vessel closure methods included, the use of bailout surgery or manual compression. Specific patient information is documented as unknown. No additional information was provided.